Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: during evaluation of the sample some creases were observed in the anterior and posterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Reason for device explant and/or reoperation: left-sided grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implants and experienced left-sided grade IV capsular contracture and right-sided hypertrophic scar postoperatively. As a result, the patient underwent removal and replacement of the left-sided implant with a 350cc mentor memorygel breast implant (catalog #: smpx350, serial #: (B)(4)) and an inframammary revision for the right-sided implant on (B)(6) 2019. This report is for the left prosthesis.